Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill guide for the 25mm elite 4 leg staple broke while drilling into the bone. The surgery was completed by using a screw to fuse the joint. No further information is available. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: el-dts, bme lot number: bse170610: manufacturing date or release to warehouse date: 17 oct 2017, place of manufacture: (B)(4), lot expiration date: 6 sept 2022: DHR review: no ncmrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.